Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (intraperitoneal(ip), 1 gram once every five days, duration not reported), injection fortum (ip, 1 gram daily, duration not reported), and injection heparin (ip, 2000 "international units" three times per day, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, patient outcome was unknown. No additional information is available.